Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the cause of the impedance issue had not been determined. They also reported that the impedance issue was ok in post-op.

Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A functional test determined good, stable output on all electrode pairs and the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2018-03692 and 3004209178-2018-03693 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported the patient came in for a battery change. A new battery device was opened and tested. According to manufacturer representative, the device was not working. A new battery was opened and used in the patient.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16y1l, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that troubleshooting assistance was needed for intra-operative impedance issue. It was reported that impedances with 0 were blacked out. The lead was wiped down and reinserted and a new ins was opened and the amplitude and pulse width were increased and the issue persisted with 0. They connected back to the old ins and there were no issues with the 0. Lead placement went fine with motor response observed. While on the call, the caller increased the pulse width and amplitude and tested again and said it was running clean. They then said that 0 & 2 and 0 & 3 were still blacked out. It was reviewed to be certain the ins was fully inserted and that the set screw was not backed out too far and fully engaged. The caller said they tugged the lead and it did not come back out too far. It was reviewed that they could try to program the ins to observe motor response again to confirm, but the caller declined. It was reviewed that it was unlikely an ins issue if it repeated with 2 new ins's. Discussed the issue may resolve on its own or may require reprogramming around the issue. No symptoms were reported. No further complications were reported or anticipated.